Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing found no issues with charging function of the pump. Test battery pack could be charged successful. There was no costumer owned battery pack attached to the pump. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that: ¿battery empties and device turn off without warning, battery can`t be charged full. There is air bubble at the sensor and interval maintenance requested/fixed priced¿. There was unknown patient involvement.